Event description:
Quality of life affected; on (B)(6) 2021, experienced tgp alt: 314 u/l with altered renal function; my current creatinine value is 1.5 mg/dl. I was notified by my healthcare provider there was a recall on my noncontinuous ventilator dream station brand philips. My nephrologist and gastroenterologist were not able to identify the cause of the hepatic function alteration I had back in (B)(6) 2021, and since this year my renal function has deteriorated considerable. A month ago when, the nurse informed me about the recall, she indicated that I should continue to use the noncontinuous ventilator dream station brand philips and that the device will be replaced on (B)(6) 2021. I'm afraid to use the device and like to know if the device has contributed to the deterioration of my health. FDA safety report ID # (B)(4).